Event description:
It was reported that, on an unknown date, a plum 360 infusion pump was found to have an electrical short. The following issue was reported by the customer: ¿the pump has an electrical short circuit¿. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The complaint of "the pump has an electrical short circuit" was investigated as a level 1 pci. The device was found in good physical condition. The logs were downloaded and sent to software engineering for review. After a review of the event logs, the event log analysis team concluded: "engineering could not confirm the probable cause of circuitry damage as mentioned in the description. Hence, recommends service center perform preventive maintenance tests. Engineering confirms that during delivery, the infusion was interrupted by the negative proximal occlusion alarms which were cleared, and the infusion was completed normally. Apart from that the device was working as expected." The device was inspected and there was no evidence of burning or electrical damage. The pump then passed functional testing (pumping with no alarms). The customer complaint of "the pump has an electrical short circuit" was not confirmed as there was no problem found during testing or log review.